Event description:
It was reported that the health care provider (hcp) requested a review of device data. Upon review, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, low amplitude, oversensing, and an inappropriate shock. Possible causes were discussed. Then the patient was evaluated, isometric testing, pocket stimulations, and other tests were performed and the noise was not recreated. The s-ICD was turned off and the patient is waiting for an x-ray. The s-ICD was turned on and reprogrammed and the plan is continuing to be monitored. At this time, this s-ICD remains in service and no additional adverse patient effects were reported.